Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, on both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During the atrial fibrillation procedure, it was noted that the hemostatic valve was leaking. The device was replaced, and the procedure was completed with no adverse consequences to the patient. No additional puncture site was needed for the introducer replacement.